Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced critical pump error. The customer's blood glucose value was 208 mg/dl. The customer reported critical pump error message on the pump screen. The customer stated that she tugged on the pump but there was no damage. The product was returned for analysis.